Event description:
It was reported that loss of capture was observed in both ventricles resulting in non-sustained right ventricular oversensing on the implantable cardioverter defibrillator (ICD). The patient was to be brought in for additional testing and programming changes to increase output. There were no reported patient symptoms.